Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed tha the source of the leak was a longitudinal tear on the balloon, approximately 5.5mm from the balloon proximal tip. The review of the lhr (lot f1303102) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. See MDR 3004939290-2014-00205 for the first device and 3004939290-2014-00211 for the third device.

Event description:
It was reported by the aci sales profession that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be >5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure. The physician removed the device and a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also lost pressure. The second device was removed and a third mynxgrip vascular closure device 6f/7f was deployed by a second physician who is a trained user. The balloon from the third device also lost pressure. The third device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. The patient's discharge date was not provided. No further information is available.